Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a carton of syringe 1.0ml 31g 6mm s/c u-100 relion had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date on shelf carton. Verbatim: relion consumer wanted to know when her syringes expire. Relion syringes do not have an expiration date on them, only lot#'s box is unopened."

Event description:
It was reported that a carton of syringe 1.0ml 31g 6mm s/c u-100 relion had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date on shelf carton. Verbatim: relion consumer wanted to know when her syringes expire. Relion syringes do not have an expiration date on them, only lot#'s box is unopened."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch number being unknown, no DHR review is able to be completed.